Event description:
It was reported that low sensing and failure to capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and the ra lead was observed to be dislodged. The ra lead was repositioned to resolve the event and the patient was in stable condition. No allegation of malfunction was made against the ra lead.